Manufacturer narrative:
Investigation conclusion: .a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: email.

Event description:
Customer reporting 2 false negative sars results. Attempts were made to gather more information from the customer without success. Report 2 of 2.